Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lens. There was no evidence to review in the event history log. During the functional testing, the customer reported problem was unable to be verified. A cause was unable to be found. The downstream occlusion seal was replaced as a preventative measure. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump had downstream occlusion seal degradation. There was no patient involvement and no patient harm/adverse event.